Event description:
The facility department manager reported that the injured employee made a full recovery.

Event description:
An operator received a cut to the upper lip and contusions to the jaw when the door of the reliance 444 washer opened unexpectedly. It was determined that the basket was loaded improperly. The operator was treated in the hospital emergency room and received stitches. The employee returned to work.

Manufacturer narrative:
A steris technician inspected the washer and determined that the bottom screws of the washer's upper panel were not properly secured. It was determined that the screws holding the panel in place were not steris parts. The steris technician re-tapped the holes and replaced the screws with steris corporation standard issue hardware.the hospital has agreed to review their current procedures for proper use of washing and sterilization equipment. In addition, steris will schedule an in-service for proper use of our equipment.

Manufacturer narrative:
A steris account manager conducted an in-service training for hospital personnel on december 8, 2009.